Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas integra 400 plus (i400+). No erroneous results were reported outside of the laboratory. The sample initially resulted with a crep value of 16.0 mg/l. The sample was repeated twice, resulting as 8.6 mg/l and 8.6 mg/l. An additional repeat value of 82.1 mg/l was provided, but it is not clear if this was an additional value measured from the sample or if it was provided in error. A clarification has been requested. No adverse events were alleged to have occurred with the patient. The crep reagent lot number and expiration date were asked for, but not provided. The customer de-activated the extra wash cycles programmed in the system software.

Manufacturer narrative:
The sample reaction kinetics indicate a carry over issue. A chol measurement was run before the affected crep2 measurement. Product labeling states to perform an extra wash cycle before crep2 and to have the chol test after crep2 in the processing sequence list.

Manufacturer narrative:
The customer stated that they continued to have one discrepancy per day after installing an extra wash cycle before crep2. Upon further investigation, it was determined that the wash was installed only for one probe and not both probes as recommended in labeling. The investigation could not identify a product problem. The cause of the event could not be determined.